Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v012545, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n322109, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387s-40, lot# v012545, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the ins was turning off automatically and then on when he would recharge. They thought it was "annoying" to replace the batteries in the patient programmer (pp). The programmer would turn on automatically. Further follow-up was being conducted to determine what were the circumstances that led to the device turning off, what steps were taken to resolve the issue, and to clarify the programmer issue. If additional information is received, a follow-up report will be submitted.